Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was reported that user has abruptly stopped responding towards sounds with the device.

Event description:
It was reported that user has abruptly stopped responding towards sounds with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode due to excessive mechanical stress to it, likely caused by an external impact on the implant site. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
It was reported that user has abruptly stopped responding towards sounds.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.